Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued and the customer had reported the adc device would not power on with button press or test strip insertion. The customer was therefore unable to monitor glucose and experienced seizure. The customer was able to self-treat with metformin and lantus insulin. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of xceed meter is for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life and therefore, no further investigation activities are required. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.